Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the database metric had exceeded upper critical threshold, which located on 4ya. As per part investigation, it was determined that no faults or irregularities observed. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "metric has exceeded upper critical threshold" was confirmed by field service engineer; however, reported failure mode could not be reproduced during dchu testing and inspection process. According to work order (wo): sn (B)(6). During the remote specialist's attempt to investigate recent station issues, the system failed to synchronize. The fse replaced the aio (all in one) to troubleshoot potential system issues caused by recent database corruption. A re- image to version 1.11 was required to complete the station synchronization. The re-image was successful, and synchronization was completed. The fse then configured the station settings according to the guide. The customer verified that all device functions were operating normally. During dchu visual inspection: p/n 139625-01: was received with no physical damage, such as cracks, the touchscreen was deemed operational. During dchu testing: p/n 139625-01: dchu testing confirmed that the aio is functioning as expected. The windows desktop booted with no errors or interruptions. Hta tests (ethernet, speakers, touchscreen, and usb ports) were performed to verify the hardware integrity and performance. No issues were found during testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it was concluded that the root cause of the reported complaint could not be determined. A complete inspection and functional testing were performed with no faults or irregularities observed. Reported failure mode could not be reproduced during the evaluation process.